Event description:
It was reported that during a low anterior resection procedure, the device did not staple after 1st firing. The procedure was completed by hand-suturing. There was no pt consequence.